Event description:
It was reported that bd discardit syringe s2 hair in syringe. The following information was provided by the initial reporter, translated from german to english: a hair was found inside a freshly opened 20 ml syringe. ( picture attached).

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 300296 and lot number 2311138. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture and two (2) physical samples were returned for evaluation by our quality team. Through examination of the samples, the reported incident of foreign matter (hair) was identified. It is most probable that the hair resulted from an error in good manufacturing practices or from the raw materials provided for manufacture. Although the high-volume manufacturing process may generate some particulate matter, bd keeps the particulate matter to extremely low levels due to the stringent preventive measures in place. We are confident this was an isolated incident with an unlikely recurrence. Further action has not been determined necessary at this time. Our quality team will closely monitor the production process for signs of this potential defect and any emerging trends.